Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 109 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19mm in diameter and 8mm in length with an angulation of 80 degrees. The right and left common iliac arteries were 14 mm in diameter. The right external iliac artery was 7 mm in diameter; the left was 8 mm in diameter. It was reported that dsa showed that there was a type ia endoleak and a type ib endoleak on both sides. Additional stent grafts were deployed distally bilaterally in an attempt to treat the type ib endoleaks. The endoleak on the right side resolved and the left side resolved at a later date without further intervention. The stent graft did not adhere to the aortic neck and touch-up was done; however, the proximal type I endoleak did not resolve. The aortic neck diameter just below the renal arteries seemed to be larger than the measurement that was taken. The physician did not think that there would be any change if he added a proximal cuff or palmaz stent. No further intervention was performed at this time. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short and angulated aortic neck). Unapproved use of device (stent graft was implanted in a patient with a short and angulated aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short and angulated aortic neck). Operational context contributed to event (stent graft was implanted in a patient with a short and angulated aortic neck).

Event description:
It was reported that the type ib endoleak resolved. The proximal type I endoleak was treated with coiling on an unknown date (not at the index procedure). Coiling was done between the proximal stent graft and the aorta, and leak became smaller, but still exists, the physician will monitor the patient.